Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Device evaluation in progress.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high, out-of-range shocking lead impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the lead underwent a thorough analysis. Two lead segments were returned; the lead had been severed approximately 15 cm from the terminal pin. A mid-body section of the lead was missing. Approximately six cm of the rs- coil extended past the severed end of the tip segment and the rs- conductor coil in this segment was noted to be stretched. Setscrew marks were noted on the terminal pins and a stylet was stuck in the tip portion of the lead. Blood/body fluid was present in lead lumens. Other lead damage, including cuts in insulation, stretched segments, and tears were noted. All of the damage noted is consistent with the lead having been pulled with force and then released. The distal hv segment did not pass continuity testing, this was also determined to be consistent with damage sustained during explant. Other testing could not be performed due to the condition of the lead. Analysis did not find anything that likely caused or contributed to the clinical observation of high shock impedance.

Event description:
This report is being filed to convey results of device analysis.